Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) cylinder due to sizing issues and discomfort. A patient outcome of fully recovered was reported.